Manufacturer narrative:
The pump was returned for evaluation. Visual and functional testing was performed and the pump was found to meet all MFR's specs. No upstream occlusion alarms were generated during the evaluation. Co was unable to duplicate the noted complaint.

Event description:
Six devices went into an "upstream occlusion alarm" and the user was unsucccessful in starting a peripheral IV line to deliver urokinase. The pt was sent to surgery to remove a blood clot from the leg.